Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and pocket stimulation. There was high threshold and dislodgement on the right at rial (ra) lead. It was also reported there was high threshold and dislodgement on the left ventricular (lv) lead. It was noted there was possible twiddler syndrome. The ra lead was repositioned and the lv lead was explanted and replaced. During implant of new lv lead, the implanter had difficulty removing the guidewire from the lv lead and part of the distal part the guidewire was left within the pocket. The lv lead remains in use. No further patient complications have been reported as a result of this event.